Event description:
It was reported that using a right common femoral artery access approach after angiography and left ventriculography the patient had an unsuccessful percutaneous revascularization (ptca) of the circumflex artery with monitoring limitations of contrast due to chronic kidney disease; the patient was noted to also have an acute non-st elevated myocardial infarct. With a great deal of difficulty, an unspecified guide wire was placed across the diseased segment of the vein graft to the right coronary artery (rca). Due to the ostial stented segment, the guide wires would become captured within the side struts of the implant. The filter wire would not pass and the balance middleweight (bmw) guide wire was placed into the vein graft, however, a balloon would not pass. A whisper guide wire was placed distally and a balloon passed easily into the mid portion where it was pre-dilatated to 3 atmosphere (atm) in the proximal portion and to 8 atm. A 3.5 x 15 mm vision stent was placed across the stenotic area in the mid portion of the vein graft and deployed at 12 atm. The balloon was removed to the proximal portion where it was post-dilated to 16 atm. The initial 95-99% stenosis with timi-2 flow resolved to 0% residual stenosis and timi-3 flow. Notably, the bmw guide wire on removal prior to any dilatation was found to be unraveled; however, the tip was observed and fortunately, there was no sign that the wire had any clinical consequence. The confianza guide wire was placed into the diseased segment. It prolapsed upon trying to place a support catheter over the vessel. It too created an unraveling affect without any consequence and there was no tip noted remaining under fluoroscopy.

Manufacturer narrative:
(B)(4). Evaluation summary: investigation of the production record could not be performed as no lot information was available. Investigation of returned confianza guidewire confirmed the core was broken but the guidewire was in one unit up to the distal end without separation. Scanning electron microscopy (sem) indicated that the core wire was broken due to repeated bending force and exceeded the product design limit. With the provided information, it could not be identified when the core wire break occurred. Separation or breakage of the guidewire is a known possible complication and adverse event. It should be noted in the instruction for use (IFU) warning section states, if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively it may break or become damaged, result in fragments being left inside the vessel. Based on the information reviewed there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4)

Event description:
Subsequent information received via medwatch report states, a hi-torque balance middleweight guide wire was first used by the physician in a vein graft to the right coronary artery and it unraveled when it was pulled out after being in a stent. According to the physician, the wire looked intact. The physician did not notify the rn about the guide wire unraveling, so it was not kept for return to the company. During a percutaneous coronary intervention to the circumflex when pulling a asahi confianza pro 9 guide wire out of the catheter, the wire unraveled inside the body. The tip was intact on the wire and fluoroscopy was done on the entire chest and no part of the wire was remaining. There was no apparent injury to the patient. The patient was pain free and vital signs were stable. What was the original intended procedure? Percutaneous transluminal coronary angioplasty of the circumflex device usage problem: device malfunction - that is, the device did not do what it was supposed to do.

Manufacturer narrative:
(B)(4). The patient will be continued as medical management and has refractory angina; successful revascularization of the right coronary artery. There was no reported adverse patient effect and no clinically significant delay in the procedure. No additional information was provided. Concomitant medical products: guide wire: whisper, guide cath: xb 3.5 6 fr, other: heparin; 90 cc isovue; plavix. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The bmw guide wire is being filed under a separated medwatch report. The device is manufactured by asahi intecc. Co. Ltd. Medical division; however, abbott vascular distributes the device and is responsible for MDR reporting.